Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor with moderate ketones. Elevated bg was addressed via manual insulin injection. Customer resumed insulin delivery successfully.